Event description:
The customer reported that the device displayed a red x when shocking into the paddle tray at 150 joules during testing.

Manufacturer narrative:
The customer reported that the device displayed a red x when shocking into the paddle tray at 150 joules during testing. The device was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.